Event description:
It was reported via repair work order that the bed was unable to move cause the litter resting on the wheels of the bed due to the lift motor not being calibrated properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.